Manufacturer narrative:
The field service engineer (fse) assessed the unit at the facility and found no significant hardware issues. The fse replaced the peri-tubing due to premature tubing wear. The fse confirmed the serial number on the peristaltic pump was not associated with the customer notification letter on peristaltic pump replacement. The fse noted one aspirate probe was dirty and replaced the probe. The fse performed system verification testing, including system check and carryover procedure. All results passed the manufacturer's published specifications. The fse stated the laboratory technician noted the two erroneous results were not generated from the same pipettor. The fse also discovered several clot detection errors noted on the event log prior to the event. There were no clot detection errors. No hardware issues could be identified. The customer verified the unit was in normal operation. The samples were collected in bd lithium heparin tubes with gel. Centrifugation was performed at 5,748 rpm (rotations per minute) for 10 minutes in a swinging bucket centrifuge. The customer stated the samples looked clear with no visible fibrin. All tests were sampled from the barcoded primary tube. Total thyroxine (tt4) quality control was within specifications prior to and after the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02744.

Event description:
The customer reported elevated creatine kinase-mb (ck-mb) result for one patient and an erroneously low total thyroxine (tt4) result fort another patient involving unicel dxi 800 access immunoassay system. This report refers to tt4 patient. The customer questioned the result and retested the sample on an access 2 immunoassay system. The erroneous tt4 result was not released out of the laboratory. The corrected report was released to the physician. There has been no report of patient injury. A change in patient treatment was not associated with this event. The field service engineer (fse) was dispatched to assess the unit.